Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('essure baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced alopecia ("hair has been falling out"), arthralgia ("severe hip pains") and chest pain ("upper chest pains"). At the time of the report, the pregnancy with contraceptive device, alopecia, arthralgia and chest pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, chest pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: pregnancy with contraceptive device, alopecia, arthralgia and chest pain quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("essure baby") and experienced alopecia ("hair has been falling out"), arthralgia ("severe hip pains") and chest pain ("upper chest pains"). At the time of the report, the medical device removal, pregnancy with contraceptive device, alopecia, arthralgia and chest pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, chest pain, medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: pregnancy with contraceptive device, alopecia, arthralgia and chest pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " her tubes, uterus and cervix removed" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('essure baby'), arthralgia ('severe hip pains'), alopecia ('hair has been falling out') and chest pain ('upper chest pains') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device and experienced alopecia, arthralgia and chest pain. At the time of the report, the pregnancy with contraceptive device, alopecia, arthralgia and chest pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, chest pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: pregnancy with contraceptive device, alopecia, arthralgia and chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "pregnancy with contraceptive device" was downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.